Event description:
Pharmacist reported a narcotic diversion event in which the pt opened the door of the lvp on a hydromorphone continuous infusion, opened the "free-flow clip" (presumed to mean the safety clamp fitment), and squeezed 28 ml of drug out of the tubing. The hydromorphone was protected with a lock box, but the pt was able to squeeze the med from the tubing below the lockbox. The pt was a drug seeker who was very tolerant of the overinfusion of narcotics and there was no pt harm. The hospital has since removed the lvp option for narcotics and is giving them all via pca module. No sns for the system were recorded. Further investigation declined by customer. There was no medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). No product return was expected because device and tubing were not sequestered. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. The root cause of the customer's experience was not identified. Customer stated they know how the pt obtained the drug and they do not need any investigation from carefusion.